Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216 a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction black screen occurrence several times and malfunction found during device evaluation scope communication error e216 was electronic component problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had black screen during inspection for use several times. There were no reports of patient involvement.